Event description:
It was reported that the patient has expired. It is unknown if the death was device related. It was additionally reported that a second device, model #6900p, was implanted. Refer to MFR #6000002-2008-09313. Not further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.